Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that the malfunctioning of the flexvision pc. The fse replaced the flexvision pc, hard disk, re-installed the os and application with firmware. After replacement of the flexvision pc, hard disk, re-installation of the os and application with firmware, the system was returned to use in good working order. The codes were updated based om the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.